Event description:
A certified scrub technician reported that the pneumatics functions were disabled in the middle of a procedure. The surgeon called technical services and it was discovered that the operating room staff forgot to attach the additional plunger for the extraction to be performed. The surgeon found the plunger in the plastic bag. An alternate system was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).